Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter would not power on upon test strip insertion. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter would not power on with the test strip; he was unable to obtain a blood glucose reading. During this time period, the patient experienced no symptoms of high or low blood glucose levels. On (B)(6) 2013, the patient went to the emergency room, where his blood glucose level was tested to be "greater than 400 mg/dl." The patient was treated intravenously with fluids and insulin. The patient manages his diabetes with lantus insulin 60 units, humalog insulin 25 units and the oral medication metformin. Troubleshooting revealed the meter powered on successfully with the power button and also with a new lot of test strips. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels indicative of severe hyperglycemia and received emergency medical attention and treatment with insulin after he was unable to test his blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.